Manufacturer narrative:
The insulin pump passed all functional tests. No unexpected motor error alarm noted. The motor was tested outside of the device and passed. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched liquid crystal display window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported a motor error while changing the reservoir. She stated that she changed the battery and that the insulin pump appeared to be acting normal. The blood glucose reading was 118 mg/dl. The insulin pump was not exposed to a strong magnetic field or MRI. Nothing further was reported.